Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump had an alarm cassette not attached. Cassette removed and tubing massaged while pressing flow stop. Cassette attached and pump restarted. Pump is running and there is 27 hours 29 minutes remaining. No patient injury was reported.